Event description:
In 2003, while treating a patient in cardiac arrest, the defibrillator dumped the charge showing a low battery message. Another battery was used to deliver one shock after which the unit continued to dump the charge. A medic unit arrived and took over patient care. The unusual disposition of patient as 10-83 nr which means that the patient died.